Event description:
During procedure, the ipsilateral attachment system did not deploy. Device delivery catheter could not be removed through the ipsilateral limb after the endograft was deployed. The balloon and jacket guard broke from the delivery catheter and remained stuck in the graft limb. Balloon and jacket guard were excised via retroperitoneal cutdown. A fem-fem graft was placed.